Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. The reported issue could not be confirmed. The customer reverted to an alternate method of insulin therapy.